Event description:
During an atrial fibrillation procedure, the catheter was inserted into a 9f sheath without resistance, however a kink occurred and a tip fracture was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The instructions for use for the insertion of the viewflex catheter states: ¿a 10f introducer is recommended for use with this catheter for insertion¿, the catheter was inserted into a 9f sheath during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown.